Manufacturer narrative:
(B)(4). The product was requested to return for manufacturers laboratory investigation but was not yet returned. The investigation of the manufacturer is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
According to the hospital: "went on bypass with full flow of 5.3lpm-heart filled when surgeon flipped up heart- came down on flow to empty out the heart. Tried to go back up and could not flow over 2lpm at 4500 rmp's. Patient's mean pressure was 33 mmhg, pump post oxy pressure was 78mmhg. We came off bypass and added a pre-oxy pressure line and went back on to 2lpm (pre-oxy pressure was 450 mmhg, act 523 sec pre-bypass). Changed out the oxy and went back on. Flow 4.7lpm, post oxy pressure was 162mmhg, patient mean pressure was 48mmhg and rpm's 3195. Case was completed with new oxy. No patient complications." (B)(4).

Manufacturer narrative:
(B)(4). The product was visually inspected and cleaned in the complaints lab of mcp. No clots were detected. Furthermore the product was sawed off in the complaint lab. The quantity of mats was checked against bop 7544. The quantity of mats was found to be within specifications. No clots, damages or other abnormalities were detected between the mats. To ensure performance of the products prior to shipment, checks, controls, and performance tests are carried out during the manufacture of the products. These tests can be reviewed as part of a DHR review. There were no references found, which are indicating a nonconformance of the product in question. Additionally a review of the weekly performance monitoring according to si-c-09 has been reviewed (B)(4), the performance tests passed the acceptance criteria. Thus no evidence was found that a device malfunction caused the reported incident. The cause of this failure was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within maquet cardiopulmonay specifications. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).